Event description:
It was reported that the 3.5mm drill was broken during drilling distal hole. The tip of the drill remained in the bone and it was not able to be removed. Therefore, t2 humerus nail was fixed with other 2 hole and the operation was finished.

Manufacturer narrative:
The reported event that drill, tri-flat t2 tibia ø3,5x130 mm was alleged of issue -a (instruments - drill - broken) could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. Visual inspection of the returned device confirmed that the drill was broken. The breakage surface shows smooth structure. Plastic deformation was not found. Based on the visual inspection of fractured surface it can be concluded that the product has undergone typical brittle fracture due to high torsional overload. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. As the item had been in use for more than 6 years, we can safely say that the device had fulfilled its tasks in former surgeries as intended. A review of the labeling did not indicate any abnormalities. Based on the investigation, the most likely root cause is attributable to a user (us) related issue (improper handling or use of device). The breakage may be caused by drilling under misalignment and / or contact with a nail. Moreover, it has to be ascertained that the cutting edges of the drill returned are worn and covered with dents; the drill is not sharp anymore. The use of a blunt drill requires unintended high forces to achieve a drilling progress at all. Further, it cannot be excluded that the drill returned had been pre-damaged during former surgeries. The brochure ¿instructions for cleaning, sterilization, inspection and maintenance¿ helps to determine whether an instrument is in good condition or must be replaced due to excessive wear or obvious defects. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the 3.5 mm drill was broken during drilling distal hole. The tip of the drill remained in the bone and it was not able to be removed. Therefore, t2 humerus nail was fixed with other 2 hole and the operation was finished.